Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es had low disk space and was sluggish. The customer stated that this malfunction took place when dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had low disk space and was sluggish. A field service engineer cleared disk space and rebooted the station, and the windows updated to resolve the issue. The station was functioning properly. The system functioned as intended after the field service engineer troubleshot the device.